Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified blood product. It was reported that during priming of the tubing set with normal saline, the tubing separated at an unspecified location from the cylinder of the tubing set. The tubing set was replaced and the therapy was resumed. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.